Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1-5 frequently failed to open. A field service engineer (fse) reseated flex cables to resolve the issue and adjusted position of side panel that was rubbing against drawer 1-5. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es controlled substance drawer 1 was malfunctioned. The customer tried to recover the drawer, but the problem was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.